Manufacturer narrative:
Additional information in d9, h3, h6. H10: the device was received for evaluation. A visual inspection with the naked eye and magnification noted a female connector was separated from the main body. The insert/chip was present and there was no indication of solvent on top of the insert/chip. The reported separation between the female connector and main body was verified. The cause of the condition is due to inadequate solvent application to the main body during manufacturing. A nonconformance has been opened to address this issue. The transfer set was returned with the twist clamp still connected to the main body; therefore the reported separation between the main body and twist clamp was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector was separated from the main body of a minicap transfer set. It was further reported there was also a separation between the main body and twist sleeve. This was observed during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.